Manufacturer narrative:
The investigation for the reported stroke, cardiogenic shock, multiorgan failure, and death has been completed. The impella device was not returned for evaluation. Additionally, clinical details were insufficient to determine root cause. Therefore, the root cause of the issues could not be determined. The instructions for use referenced in the initial report is for the impella cp with smart assist system in section: potential adverse events (united states). D1-corrected brand name d2-correct common device name. H6 clinical codes corrected to 2130 to 2262 and added 3261. H6 corrected component code. H6 type of investigation-corrected from 4115 to 4114.

Event description:
A literature study entitled 'utilization of axillary artery as access for mechanical circulatory support in cardiogenic shock patients with severe occlusive peripheral arterial disease" monitored 48 patients over 2 years who were implanted with a mechanical circulatory device. During the support period an unspecified number of patients on impella cp support expired from conditions including cardiogenic shock, stroke, and multiple organ failure.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ kaki, a., alraies, m. C., blank, n., shemesh, a., kajy, m., laktineh, a., hasan, r., gade, c., elder, m., & schreiber, t. (2018). Tct-757 axillary artery access for mechanical circulatory support devices in patients with prohibitive peripheral arterial disease presenting with cardiogenic shock. Journal of the american college of cardiology, 72(13). Https://doi.org/10.1016/j.jacc.2018.08.1983.